Event description:
It was reported the needle shaft froze. A icepearl 2.1 cx 90 degree needle was being used in a cryoablation case. The needle passed the testing phase but when inserted into the patient and the stick function was activated, the needle began to freeze down the shaft but did not reach the patients skin before it was noticed. The needle was warmed and removed. The procedure was completed with a different needle with no complications.